Event description:
It was reported the customer's act button was intermittently responsive on their keypad. Customer's blood glucose was 17.8 mmol/l. The customer also stated their battery cap was stuck on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The insulin pump cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap coin slot.